Event description:
A caller reported a cartridge alarm, specifically alarm 20, involving their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and planned to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump.